Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a sterility issue with a 1 ml bd insulin syringe with 30 g x 8 mm bd ultra-fine ii¿ needle. The following information was provided by the initial reporter: during stocking of item onto shelf, pharmacist noticed a cap drop off on one of the items, immediately reported to us.

Event description:
It was reported that there was a sterility issue with a 1 ml bd insulin syringe with 30 g x 8 mm bd ultra-fine ii¿ needle. The following information was provided by the initial reporter: during stocking of item onto shelf, pharmacist noticed a cap drop off on one of the items, immediately reported to us.

Manufacturer narrative:
Investigation: customer returned (10) 1cc, 8mm, 30g syringes in a sealed poly bag from lot # 7240673. Customer states that they noticed a cap drop off on one of the items. The returned poly bag was examined and exhibited one syringe with the shield off in the bag. A review of the device history record was completed for batch# 7240673. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200713528] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Possible root cause is likely during the auto packaging operation that the shield could catch on the outside of the carton and when the product tamp station presses the air out of the bags the shield could be removed exposing the cannula. This would likely proceed through the system undetected unless it was detected during hourly visual inspections for missing components.